Manufacturer narrative:
The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during a caesarean section, the patient suffered postpartum hemorrhage and lost approximately 1000 ml of blood. The physician used a bakri tamponade balloon catheter to stop the hemorrhage. The physician injected 50 ml of saline solution into the device and discovered that it was leaking due to a pin hole. The physician replaced the leaking device with a new bakri tamponade balloon catheter and completed the procedure. No unintended section of the device remained inside the patients¿ body. According to the initial reporter, the patient did not experience any adverse effects nor required any additional procedures due to this occurrence.